Event description:
It was reported that the patient developed infective endocarditis. The implantable cardioverter defibrillator (ICD) and leads were removed and a temporary pacemaker put in due to the patient being pacemaker dependent. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2006; 694958, implantable tachy lead, (B)(6) 2006; c154dwk, implantable cardioverter defibrillator, (B)(6) 2006; n119, competitor implantable cardioverter defibrillator, (B)(6) 2009; 4555, competitor implantable pacing lead, (B)(6) 2009; 4135, competitor implantable pacing lead, (B)(6) 2009; 0185, competitor implantable tachy lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.